Event description:
Device returned to manufacturer for analysis with report of "possible infection"-large amount of purulent drainage was found in the pump pocket. Report included: "gram stain, wbc no organisms-plated and ? Growth" device system explanted.